Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose which was treated with insulin infusion drip. Customer's current blood glucose level was 303 mg/dl. Trouble shooting was performed. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. Customer reported they tried to deliver a bolus its just asking for blood glucose and no area to place the carbs. The insulin pump will not be returned for analysis.